Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus followed up with the customer to obtain additional information, but no information was obtained. The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the optical system tube was found shifted/sunk down. Also, debris particles were observed inside the optical system and the image is blurry. The cause of the damaged/sunken optical system tube is unknown; however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer ultra, autoclavable rigid telescope is ¿broken inside¿. The customer reported problem was found at procedure. No death or injury and no impact to patient or other has been reported to olympus.